Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported there was a technical issue experienced during the implant procedure. The setscrew of the implantable neurostimulator (ins) wouldn't stick into the electrode. There were no patient factors that may have led or contributed to the issue and no troubleshooting was performed. The ins was never implanted and the hcp completed the procedure using a different ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.